Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the impactor´s thread is defective. No surgical delay, no adverse patient consequences. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the tip was cross-threaded. No other damage was found. This damage is consistent with off-axis assembly and impacting the device before the tip is fully seated into the cup. Therefore, the potential cause can be traced to unintended use error. A manufacturing record evaluation was performed for the finished device [221750041 / so2067630] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4). Date of manufacture: 5/12/2025. Any anomalies or deviations identified in DHR: 2 pieces of subcomponent 221750016 were scrapped to correct the quantity on the job. Expiry date: n/a IFU reference: IFU ns reuse inst rev c. Device history review: a manufacturing record evaluation was performed for the finished device [221750041 / so2067630] number, and no non-conformances / manufacturing irregularities related to the complaint condition were identified. Added: h4. Corrected: h3.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The impactor´s thread is defective. No surgical delay, no adverse patient consequences.